Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed volume tests (21. 3)." Was not reproduced. The device was tested for flow accuracy and the device delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume testing (21.3) in the biomedical service department. There was no patient involvement. No additional information is available.